Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips engineer inspected the system and confirmed that the system cannot emit x-ray and geometry movement cannot move. The philips field service engineer (fse) checked the system onsite and confirmed that the c arm cannot move, and system cannot make exposure. Upon functional testing fse found that the 12v geo can present test failed and the 12v led was not lit. Later which, fse found that the cube bootup was failure. To resolve this issue, fse replaced ipc adapter and cube. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.